Manufacturer narrative:
UDI: (B)(4). The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the saw head fell off, the saw head locking mechanism was cracked, it was difficult to insert the cutter, the trigger was sticky, would not run and the electrical control unit was damaged. The device also failed pretest for trigger test, general condition and check saw blade coupling. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing and user error. A CAPA was initiated to address the failure of the complete saw head subassembly becomes detached from the handpiece. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the battery oscillator device saw head fell off, the saw head locking mechanism was cracked, it was difficult to insert the cutter, the trigger was sticky, would not run and the electrical control unit was damaged. The device also failed pretest for trigger test, general condition and check saw blade coupling. It was noted in the service order that the device malfunctioned. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.